Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to air in cuff the patient had his artificial urinary sphincter (aus) revised. The aus 4.5 cm cuff was explanted and a new 4.0 cm cuff was implanted and the pressure regulating balloon (prb) was refilled with 23cc of conray mix. Should additional information be received, a supplemental report will be filed.